Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the even all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor displayed a ¿scan again in 10 messages¿ for more than two hours on ¿ (B)(6) 2018¿ and due to this he could not check his glucose. He further reported he self-administered an unspecified amount of insulin and then experienced hypoglycemia. Customer¿s family member administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported his adc freestyle libre sensor displayed a ¿scan again in 10 messages¿ for more than two hours on ¿(B)(6) 2018¿ and due to this he could not check his glucose. He further reported he self-administered an unspecified amount of insulin and then experienced hypoglycemia. Customer¿s family member administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.